Event description:
The advocate stated that the customer had been receiving high blood glucose readings when testing with his contour meter. She alleged that his readings were higher than 200 mg/dl. The customer's doctor increased his insulin dosage as a result of the high readings and the customer became hypoglycemic. The advocate did not provide any more info about the event. It's not known what type of treatment the customer received. Attempts were made to contact the customer for additional info, but they were not successful. Troubleshooting was not possible at the time of the call, as the customer's control solution was expired. The advocate was advised to return the test strips and meter for evaluation. Replacement products were sent to the customer.